Event description:
Info received indicates the technician found the bed has a poor ground resistance reading.

Manufacturer narrative:
The technician isolated the issue to the power cord. He replaced the power cord to repair the bed.